Manufacturer narrative:
The devices reportedly utilised in this case were implanted in an off-label application in the USA. The r3 cocr acetabular liner is FDA approved for use only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use by FDA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (r3 cocr acetabular liner).

Event description:
It was reported that revision surgery was performed. Groin pain and stiffness beginning in early 2013, elevated cobalt and chromium levels and a soft tissue reaction reported.